Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138: product ID: bi71000166, product ID: bi71000166, product ID: bi71000166, product ID: bi71000166, product ID: bi71000166: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after a case had completed, they were unable to dock the system. They stated when they arrived on site today to check out the system, the system prompted for motion calibration but could not clear the motion calibration. While troubleshooting, after rebooting the unit, they managed to press the m button and rehomed the unit, the system was able to be used for surgery. The system would not open. There was no patient involvement.

Manufacturer narrative:
Correction: aware date (2025-12-02) h3, h6) the manufacture representative went to the site to test the imaging system and adjusted door open close switch for proper operation. All operations were good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.